Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8711, lot# j11174r16, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was a ¿couple of months¿ past their refill date and the stability of the drug in her pump had expired. There were 2 ml of lioresal remaining in the pump and there were 11 months remaining until the pump¿s elective replacement indicator (eri). The patient was compliant with her health care providers (hcps), but lives several hours away and has to take the bus to appointments. The hcp did not want to replace or refill that patient¿s pump due to this travel difficulty. The hcp was going to ¿shut the pump off¿ to avoid alarms occurring. The patient was going to start oral therapy. Additional information has been requested, but was not available as of the date of this report.